Event description:
The customer stated that he tested his blood glucose and received a reading of 345 mg/dl using one of his breeze2 meters. He retested using another breeze 2 and received a reading of 83 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. The customer also insisted the meter be replaced. Replacement products were sent to the customer.